Event description:
It was reported that multiple boluses requested via the mobile app caused the customer to experience low blood glucose and it was alleged that the mobile app bolused without user interaction. Tandem technical support reviewed the pump logs for the time period and found that all boluses via the app were user requested. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.